Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Reportedly, the customer believed that their bg level was related to their carbohydrate consumption prior to going to bed. Customer indicated that they are working with their health care provider to make changes on how they eat. Customer consumed carbohydrates to treat the low bg level.